Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the procedure the guidewire allegedly kinked. A guidewire from another kit was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during the procedure the guidewire allegedly kinked. A guidewire from another kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one titanium low-profile port kit guidewire was returned. A microscopic evaluation was performed. The guidewire was confirmed to be bent upon arrival. The bent segment was examined and the inner core wire was noted to be broken and protruding from within the coils at approximately 32mm from the distal end of guidewire. Therefore, the investigation is confirmed for material twisted/bent as originally reported, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Potential contributing factors include attempted insertion through a tortuous pathway and the guidewire becoming embedded in tissue. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.